Manufacturer narrative:
Initial 2 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced nine infusion set crimped cannula events which resulted in hyperglycemia on 16-mar-2026. The patient noticed symptoms three or more hours after insertion. The patient¿s blood glucose level was reported to be high and was managed with a correction injection administered via multiple daily injection (mdi).